Event description:
Device 1 of 3. Reference MFR report#1627487-2018-02412, reference MFR report#1627487-2018-02417. Additional information identified that infection was observed on (B)(6) 2017.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3, reference MFR report#1627487-2018-02412. Reference MFR report#1627487-2018-02417. It was reported patient experienced an infection at the incision site. Antibiotics were prescribed and reportedly the infection has since resolved. The patient is part of the (B)(6) clinical study.